Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. On ) (B)(6)2023 loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: pain and inflammation. No further patient complications were reported.